Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly calcified and non-tortuous left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the initial inflation at 14 atmospheres for 5-7 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a 2.5 x 15 non-bsc balloon catheter. There were no patient complications nor injuries reported.